Manufacturer narrative:
Follow-up #1; date of submission: 02/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/23/2015 with the following findings:the edges of the battery cap groove were observed to be worn: the reported issue was confirmed. The returned battery cap was able to secure to a test pump case per the instructions for use (IFU).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is being reported solely against the battery cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the top of the battery cap was worn. This complaint is being reported solely against the battery cap. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.